Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows many high-pressure alarms. Functional testing could not duplicate the reported issue. The downstream occlusion sensor was replaced to resolve the issue.

Event description:
It was reported that the error that frequently appears is "overpressure alarm" but the pump continues to run. The alarm first only comes after a few minutes, but then several times per minute. The event took place on (B)(6) 2024 and also during the inspection done by the client on (B)(6) 2024. According to the user, the error already occurred as other devices were available and there was no interference with the patient.